Manufacturer narrative:
Further information was not available.

Event description:
It was alleged through the filing of a subpoena that a patient was strapped to a gurney and was dropped in the parking lot/emergency bay. It was reported that the patient was injured, however no injury information was provided.